Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309581. Batch# 3244921. It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: it was reported by customer that they are injecting medication the b12 leaked from the hub onto his arm. Verbatim: rcc received a complaint via email. Email(s) attached. Drew up medication with syringe provided form pt sealed, ensured hub was connected to needle and then while injecting medication the b12 leaked from the hub onto his arm. Syringe provided was bp plastipak 3ml syringe 25g 1" needle lot 3244921, exp 8/31/2028.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.